Event description:
New information received states that an asymptomatic patient presented in clinic for follow up when another instance of post paced t wave oversensing was observed. Further programming changes were recommended. The patient condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed.